Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/19/2018 12:17 pm CT. The report number is being corrected from: 2134265-2018-64533 to: 2134265-2018-63502.

Event description:
It was reported that stent dislodgment occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 28 x 4.00 rebel stent was used for treatment. However, the device was unable to cross the lesion, the physician tried it again and noticed that stent peeled off from the balloon after it was removed from the patient. No patient complications were reported and the patients status is fine. Device evaluated by manufacturer: the returned product consisted of a rebel bms catheter. The balloon is loosely folded, the stent was received separated from the catheter. The outer shaft, inner shaft, balloon, stent and tip were microscopically examined. The tip is damaged. The stent was received separated from the balloon catheter and was damaged. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that stent dislodgment occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 28 x 4.00 rebel stent was used for treatment. However, the device was unable to cross the lesion, the physician tried it again and noticed that stent peeled off from the balloon after it was removed from the patient. No patient complications were reported and the patients status is fine.